Manufacturer narrative:
Concomitant medical products: 407652 lead, 694965 lead, implanted: (B)(6) 2007; dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent left ventricular (lv) lead capture noted on the presenting electrogram. The lead remains in use. No patient complications have been reported as a result of this event.